Manufacturer narrative:
Block e1: initial reporter address: (B)(6) . Block h6: imdrf device code a15 captures the reportable investigation result of blue grip stuck into the bushing. Block h10: investigation results. The returned resolution clip was analyzed, and a visual evaluation noted that the device returned without its oversheath. The device was returned with the blue grip stuck into the bushing, and with evidence of premature deployment. The clip assembly was deployed in a separated bag. Also, the clip arms are not bent. No other problems with the device were noted. Investigation found that the device was returned without its oversheath, with the blue grip stuck into the bushing, with evidence of premature deployment. The clip assembly was deployed in a separated bag. Based on the analyzed evidence, the returned problems were caused by the outer sheath removal. It is important to highlight that the over sheath should not be removed from the device. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was withdrawn from the device prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip". This is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus for polyp during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, upon exposing the clip, it was found that tip of the clip was twisted. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation findings of blue grip stuck into the bushing. Please see block h10 for full investigation details.